Event description:
The user contacted the emergency support program line reporting a clotted lumen with loss of the arterial line waveform and blood pressure monitoring. No patient harm was reported.

Manufacturer narrative:
An alternate arterial line was recommended, and the steps to implement it were reviewed. A physician was already preparing to place a radial arterial line, and the user confirmed understanding of the steps discussed.